Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was found crossing through the crease/fold, measuring approximately 10.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. This matches with the damage during the procedure reported by the doctor. The cause in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
One 325cc mentor smooth round moderate profile saline breast prosthesis (patient's left side) was received by the mentor failure analysis lab on september 18, 2025, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On september 25, 2025, the product investigation determined that the breast prosthesis had a crease/fold on the anterior view. In addition, a tear was found crossing through the crease/fold, measuring approximately 10.0 cm. This will be conservatively reported to FDA.